Manufacturer narrative:
Additional narrative information: section e1: telephone number: (B)(6). H-81: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that error 161 (gas forced infsion pressure is too high) had suddenly been displayed and vacuum failed to increase during use of ultrasonic during procedure. Prime/tune was conducted after the pack was exchanged; however, the error did not disappear. Both of ultrasound and irrigation aspiration could be used, and the procedure was successfully completed. There was no patient injury. Reportedly the pack had not been reused prior to the issue; direction for use was properly followed. No further information provided. This report will capture information for the first pack. Another report is being submitted for the exchanged pack. No further information provided.